Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to a low blood glucose level of 29 mg/dl. The customer administered a glucagon injection to address bg level prior to being admitted to the ICU. The customer was treated with intravenous saline and insulin while in the ICU, and was released on (B)(6) 2022 with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and determined the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.